Event description:
It was reported that the patient sat down on a concrete barrier and when they got up they could not walk and their left leg was numb. It felt like their leg was wooden. There was no pain initially. The patient¿s left foot had barely any feeling at the time of the report and their left knee kind of felt like it wanted to buckle backwards. The patient looked in the mirror and it looked like the wires were bulging in their tailbone but no skin was broken. The patient¿s right toes would still contract and the patient thought the stimulation was still working but it was in the wrong location. The patient had a doctor¿s appointment on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037,serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v852753, implanted: (B)(6) 2012, product type: lead. (B)(4).